Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.

Event description:
The reporter stated that the customer obtained a result of 1.6 inr and 1.1 inr on her coaguchek xs meter (serial number (B)(4)). These tests were after the customer obtained an error 5 (meaning not enough blood) on the meter. The customer called back a second time and reported that she did another test and obtained a result of 1.1 inr again. The phone calls were received within 20 minutes of each other. A separate finger was used for each sample. The original two tests were within minutes of each other. No action was taken or treatment received based on either of the readings. The customer's "therapeutic range is above 1.5 inr". The customer is not on heparin. She does not have antiphospholipid antibodies. It was stated that the customer is feeling okay. There was no adverse event reported. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206463-22) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable.